Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism sliding off the needle was confirmed. The returned sample was found to exhibit the same features as a known issue. Bd is working to prevent future occurrences of similar events.

Event description:
It was reported by medwatch that the safety feature slid completely off the shaft of the bd secure-loc introducer needle. It did not lock and stay in place.